Manufacturer narrative:
The device was evaluated at ocsm. As a result of the evaluation, the following was confirmed. The device has not been repaired in the last year. The camera cable was damaged. Based on the device evaluation result, it is possible that the endoscopic image was not displayed because the video communication could not be transmitted to the video system center due to the broken camera cable. Omsc checked the product shipment record and found no abnormalities on the device. Therefore, damage to the camera cable may have been caused by the user's handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against damage to the camera cable. By following this instruction, the user may have been able to prevent the reported event from occurring. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus because the endoscopic image sometimes turned black during urological surgery. The user replaced the device to another device and completed the procedure. There was no report of patient injury associated with the event. Olympus then inspected the device at the service department of olympus china sales & marketing (ocsm) and found that the endoscopic image was not displayed due to damage to the camera cable.